Manufacturer narrative:
The device was examined by the dräger service. A faulty printed circuit board (pcb) cpu was found as root cause of the reported issue. The pcb cpu was replaced which solved the issue. Based on the available information form the user the device has behaved as specified and has alerted to the detected deviation with a corresponding alarm. In this case no patient harm was reported. Evita triggers a warm start to remedy a detected deviation in the device functions. During a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. During a warm start, the display is dark keyed. If the warm start is unsuccessful, an acoustic alarm is activated again and the emergency breathing valve remains open so that spontaneous breathing is still possible. The warm starts are repeated as long as the triggering deviation is still present. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen turned off permanently and the ventilation stopped. No patient harm was reported.